Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
On february 1, 2010, the account stated that the architect analyzer has generated false elevated troponin-I results on 11 of 12 patient samples tested. The physician questioned these results as she received many positive troponin results that day. All twelve samples were retested and all but one was released with the incorrect results. The initial results were generated by the architect #2 analyzer and the retest results were generated by the architect #1 analyzer. The results for patient #9 were 0.110/0.001 ng/ml. On february 18, 2010, the physician stated therapy was not initiated for the other nine patients prior to being informed that the test results were false positive. These false results did however, lead to another issue. Due to limited access to telemetry equipment there was a period when some patients with nstemi, (non-st-segment elevation myocardial infarction) did not have continuous EKG-monitoring because the telemetry resources were allocated to patients with false positive results. There are no reports of any adverse impact to these nstemi patients.